Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was around 352 mg/dl and sensor glucose was around 152 mg/dl at the time of incident when it triggered threshold suspend. The customer also reported that they were hospitalized due to high blood glucose on (B)(6) 2016. The customer stated that they were wearing the insulin pump during hospitalization. The sensor will not be returned for analysis.